Manufacturer narrative:
Radiographs received confirmed the implant migrated 1-2 mm posterior but is still contained within the disc space and that no portion of the implant has collapsed. The device remains in-situ and has not been returned. No further evaluation of the product can be completed at this time. It is unknown if endplate preparation, placement, or the patient's bone integrity contributed to the event. The root cause of this reported event has not been determined, no conclusion can be drawn. Product labeling indicates: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury and vascular or visceral injury. Remains in-situ.

Event description:
(B)(6) female patient at l4-s1 had a expandable lumbar interbody system with bilateral pedicle screws placed on (B)(6) 2015. Two months post-operatively the device was reported to have migrated and possibly collapsed. The surgeon has elected to monitor the patient as the implant is fusing in place. No revision surgery is planned at this time. Patient is asymptomatic and doing well.